Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Concurrent conditions included menometrorrhagia, pap smear abnormal, leiomyoma nos, stress urinary incontinence, abdominal pain lower, follicular cyst of ovary, paratubal cyst and chronic cervicitis. Concomitant products included clomifene citrate (clomid), diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved, the depression, vaginal haemorrhage and anxiety had not resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail- 3coils- left side, 3coils -right side patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury. Tubal ligation was done. Discrepancies were noted regarding: date of insertion: (B)(6) 2013 (summons) and (B)(6) 2007 (pfs). Confirmation test: in pfs she states "she did not undergo an essure confirmation test", however a result with full occlusion had been already reported. Essure removal performed (B)(6) 2012, (B)(6) 2015. Lot number: 623827, manufacturing date: 2007/03, expiration date: 2009/02. Discrepancy noted in essure removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events metrorrhagia, post procedural complication were added. Event outcome updated for pain & bleeding . Event genital haemorrhage updated as medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Concurrent conditions included menometrorrhagia, pap smear, leiomyoma nos, stress urinary incontinence, abdominal pain lower, follicular cyst of ovary, paratubal cyst and chronic cervicitis. Concomitant products included clomifene citrate (clomid), diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression ") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with escitalopram oxalate (lexapro) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the depression, vaginal haemorrhage and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail- 3coils- left side, 3coils -right side patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury. Tubal ligation was done. Discrepancies were noted regarding: date of insertion (B)(6) 2013 (summons) and (B)(6) 2007 (pfs). Confirmation test: in pfs she states "she did not undergo an essure confirmation test", however a result with full occlusion had been already reported. Essure removal performed (B)(6) 2012, (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.532 kgs. Human chorionic gonadotropin on (B)(6) 2007: negative. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, pelvic pain, menorrhagia, dysmenorrhea,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received; lot no. Was added. New events- abnormal bleeding (vaginal), mental anguish were added & one event was updated from psyche injury to depression. Treatment & concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included wellbutrin. The patient's medical history included uterine fibroid. Concurrent conditions included menometrorrhagia, pap smear abnormal, leiomyoma nos, stress urinary incontinence, abdominal pain lower, follicular cyst of ovary, paratubal cyst and chronic cervicitis. Concomitant products included clomifene citrate (clomid), diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2013. On an unknown date, the patient started wellbutrin at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and intermenstrual bleeding had resolved, the depression, vaginal haemorrhage and anxiety had not resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail- 3coils- left side, 3coils -right side patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury. Tubal ligation was done. Discrepancies were noted regarding: date(s) of removal: (B)(6) 2012. Date of insertion (B)(6) 2013 (summons) and (B)(6) 2007 (pfs). Confirmation test: in pfs she states "she did not undergo an essure confirmation test", however a result with full occlusion had been already reported. Essure removal performed (B)(6) 2012, (B)(6) 2015, (B)(6) 2014. Lot number: 623827, manufacturing date: 2007/03, expiration date: 2009/02. Discrepancy noted in essure removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received: reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included wellbutrin. The patient's medical history included uterine fibroid. Concurrent conditions included menometrorrhagia, pap smear abnormal, leiomyoma nos, stress urinary incontinence, abdominal pain lower, follicular cyst of ovary, paratubal cyst and chronic cervicitis. Concomitant products included clomifene citrate (clomid), diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2013. On an unknown date, the patient started wellbutrin at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and intermenstrual bleeding had resolved, the depression, vaginal haemorrhage and anxiety had not resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail- 3coils- left side, 3coils -right side patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury. Tubal ligation was done. Discrepancies were noted regarding: date(s) of removal: (B)(6) 2012 date of insertion (B)(6) 2013 (summons) and (B)(6) 2007 (pfs) confirmation test: in pfs she states "she did not undergo an essure confirmation test", however a result with full occlusion had been already reported. Essure removal performed (B)(6) 2012, (B)(6) 2015, (B)(6) 2015, (B)(6) 2014. Lot number: 623827 manufacturing date: 2007/03 expiration date: 2009/02. Discrepancy noted in essure removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Concurrent conditions included menometrorrhagia, pap smear abnormal, leiomyoma nos, stress urinary incontinence, abdominal pain lower, follicular cyst of ovary, paratubal cyst and chronic cervicitis. Concomitant products included clomifene citrate (clomid), diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with escitalopram oxalate (lexapro) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the depression, vaginal haemorrhage and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail- 3coils- left side, 3coils -right side patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury. Tubal ligation was done. Discrepancies were noted regarding: . Date of insertion (B)(6) 2013 (summons) and (B)(6) 2007 (pfs) . Confirmation test: in pfs she states "she did not undergo an essure confirmation test", however a result with full occlusion had been already reported. . Essure removal performed (B)(6) 2012, (B)(6) 2015, (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.532 kgs. Human chorionic gonadotropin - on (B)(6) 2007: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, pelvic pain, menorrhagia, dysmenorrhea,vaginal bleeding. Lot number: 623827 manufacturing date: 2007/03 expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.